Event description:
Boston scientific crm received info that four days post implant, the pt presented to the hosp in atrial fibrillation and feeling lightheaded. It was found that the right ventricular (rv) lead exhibited high threshold measurements and loss of capture. The physician opted to move the right atrial lead into the ventricle and the rv lead from the rv apex into the outflow track. The device was programmed to doo for redundancy of rv pacing since the pt is pacemaker dependent. It was not made clear if this device was implanted in the atrial or ventricular position.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.